Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. No parts have been returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to surgical time. It was reported that the screws of the medium clamp were stripped. Navigation and imaging were not aborted. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: lot number provided. The clamp was returned to the manufacturer for evaluation. The head of the adjustment screw was noted to be bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.